Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device speed was unstable. The 75% target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) to distal rca. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the rotational speed was set at 180,000rpm without problems; however, the speed suddenly increased to 220,000 to 230,000rpm. The procedure was completed with another of the same device. No patient complications were reported.